Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant was punctured by the needle.

Event description:
Healthcare professional reported left side "damaged during surgery". Healthcare professional later reported left side "while injecting local anesthetic, the implant was punctured by the needle". Device has been explanted and replaced.